Event description:
During sr90d surgery, when the surgeon tried lock of cross connector to rod, the shaft of cross connector was broken. Therefore, the surgeon changed cross connector to another brand new cross connector. The surgeon requested the investigation of the broken connector.

Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following and engineering eval.